Event description:
A customer contacted baxter's (B)(4) regarding a system error 2240 alarm, which occurred on the homechoice (hc) during use during dwell 2 of 3. The baxter technical service representative (tsr) explained that a large amount of air had entered into the disposable set and had the home patient (hp) cycle power twice to clear them. The tsr then explained the hp would need to start over with new supplies or finish with manual supplies. The hp elected to finish with manual supplies. The tsr advised the hp to call their nurse in the next 24 hours and let her know what happened. (B)(4) contacted the hp who explained she called her dialysis clinic right away and was checked for peritonitis. The patient advised she went over therapy with her nurse. The patient retained the lot information, but discarded the sample. There was no injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This report of a system error 2240 (air in set) was not confirmed due to lack of sample. Based on the information obtained during baxter's investigation, the root cause of the alarm was not determined. A batch review was performed with no issues noted. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).